Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03620. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 in order to treat paravaginal defect, procidentia uteri/cuff, vaginal repair, vaginal suspension and fixation with graft, stress urinary incontinence, rectocele repair, insertion of a synthetic graft with a sacrocolpopexy, paravaginal defect repair, posterior repair, mixed urinary incontinence, and pelvic organ prolapse. It was reported that the patient underwent the concurrent procedures of sacral colpopexy, paravaginal defect repair, posterior repair, and a cystoscopy. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries, and neurologic compromise to her structures and tissues. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 07/12/2016. It was reported that patient underwent mesh revision on (B)(6) 2015 by dr. (B)(6).